Event description:
It was reported that the biomed stated that they had arctic sun device and got calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected: 6 actual: 29. Functional check. Flow rate (fr) was 1.6, inlet pressure (ip) was -7.0, chiller temperature (t4) was 3.0, mixing pump command (mpc) was 100 percentage. Failed mixing pump. System hours were 1374 and pump hours were 1198. Biomed requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tanks seals were found lifting from tank. The power cord was frayed exposing wires that was covered up by tape.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Confirmed the device was not cooling due to a failed mixing pump leading to a calibration error 80. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed stated that they had arctic sun device and got calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected: 6 actual: 29. Functional check. Flow rate (fr) was 1.6, inlet pressure (ip) was -7.0, chiller temperature (t4) was 3.0, mixing pump command (mpc) was 100 percentage. Failed mixing pump. System hours were 1374 and pump hours were 1198. Biomed requested quote for 2000-hour service.